Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by senior (B)(6); the patient struggled to answer the questions. The patient alleged that the meter stopped powering on in (B)(6) 2018. At the start of the alleged issue, it appears that the patient managed her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She also denied developing any symptoms as a result of the alleged. However, it appears that the patient was admitted to hospital; the reason for hospitalization was not established. The patient reported that at 1pm on (B)(6) 2018, she received treatment of lantus insulin. She indicated that at 1:20pm on (B)(6) 2018, a blood glucose result of 250 mg/dl was obtained on the ER/hospital meter. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the meter. The patient confirmed that the correct test strips were being used; however, she did not have the subject test strips to insert into the meter. The meter did not turn on when the power button was pressed or when a new test strip was inserted per the owner¿s manual. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for a high blood glucose excursion after the meter stopped powering on. From the limited information available, the meter could not be ruled out as a cause or contributor to the patient¿s reported hospitalization and/or treatment.